Event description:
On (B)(6) 2025, during cataract surgery in south korea, it was reported that the leading haptic of the CT lucia 621p intraocular lens (iol) was found to be missing. The surgeon recognized the issue and attempted to remove or replace the iol; however, the procedure could not be completed due to the patient's lack of cooperation with eye stabilization, and the surgery was concluded as is. Post-operative follow-up on september 3, 2025, showed that the iol was slightly displaced from the center, but there was no significant impact on the patient's vision. The long-term positional stability of the iol is uncertain, and the surgeon is considering an iol replacement.

Manufacturer narrative:
Since the device is not available, a proper device analysis could not be completed nor the reported issue confirmed. The following factors may have caused or contributed to the reported device deficiency but are not limited to: -incomplete or improper loading of the device -potential insufficient ovd application -variability in handling or technique -dwell time or delayed injection. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.